Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott to report axsym rubella igg standard calibrator in use was not working with two different reagent lots. The customer attempted calibration with master calibrators without success. The customer performed troubleshooting using the suspect calibrator "a" and the rubella negative control to compare rates. The customer was sent new lots of reagents and calibrators. There was no impact to pt management reported by the customer.